Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During preparation, upon unpacking the device, it was noticed that "the wire was knotted." When deploying the bands, the third band was stuck but was deployed after another handle rotation. The device was withdrawn and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the device was still used when it was already noted upon unpacking that the wire was knotted; however, per the instructions for use (IFU), "precaution: do not use if components are broken or damaged."

Manufacturer narrative:
Block a4 (weight): the exact patient's weight was reported to be 58.5 kg. Block h6: imdrf device code a150203 captures the reportable event of bands were difficult to deploy. Imdrf device code a0406 captures the reportable event of suture have multiple knots. Block h10: the returned speedband superview super 7 (handle assembly, ligator head and the irrigation tube) was analyzed, and a visual evaluation noted that the ligator head was returned with two bands attached, and the handle slot did not show insertion marks of the trip wire, indicating that the trip wire was not secured. The suture thread had an additional knot. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported events of bands difficult to deploy and suture have multiple knots were confirmed. Upon analysis, it was found that the bands in the returned ligator head were well-placed; however, the trip wire was not secured. Additionally, according to the complaint information it was reported that the device was still used when it was already noted upon unpacking that the wire was knotted. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The IFU states "precaution: do not use if components are broken or damaged." Also, there was evidence found that the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During preparation, upon unpacking the device, it was noticed that "the wire was knotted." When deploying the bands, the third band was stuck but was deployed after another handle rotation. The device was withdrawn and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the device was still used when it was already noted upon unpacking that the wire was knotted; however, per the instructions for use (IFU), "precaution: do not use if components are broken or damaged."

Manufacturer narrative:
Weight: the exact patient's weight was reported to be 58.5 kg. Imdrf device code a150203 captures the reportable event of bands were difficult to deploy. Imdrf device code a0406 captures the reportable event of suture have multiple knots.